Manufacturer narrative:
Capture all exam images of the case to service image file on system. Run diagnostics, hardware components appear to have passed. Capture logs. Waiting for feedback from hsc and application support.

Event description:
An ultrasound of the ovary was completed and diagnosed as a torsion using color doppler. Patient went to surgery, and no torsion found.